Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. The posterior needle did not present. Back down was successful, but the device would not come out. Hemostasis around the device was lost and the pt was taken to surgery for arterial repair. The pt received 6 units of blood. Two patches were used for femoral artery repair. The pt recovered and is fine.